Event description:
A customer contacted beckman coulter regarding falsely high glucose results that were generated by the synchron lx20pro instrument. The elevated glucose result for pt a was 407 mg/dl. The elevated glucose result for pt b was 180 mg/dl. Both elevated results were reported out of the lab. The following morning the customer indicated that the day shift performed a correlation study with a different chemistry analyzer in their lab. The original samples from pt a and pt b were used. The results from the correlation study were lower than the previously reported results for pt a and pt b. The repeated glucose result for pt a was 136 mg/dl. The repeated glucose result for pt b was 90 mg/dl. An amended report was issued for pt a and pt b. The customer indicated that there has been no change to pt treatment that can be attributed to this event.